Manufacturer narrative:
(B)(6) has asked customer to fill out a questionnaire in order to obtain more details of the event, but the customer has failed to return the paperwork.

Event description:
The customer complained that the viability of cd34+ cells was low (19%) for a cd34 separation procedure. Regularly clinicians perform the cell transplantation even if the specification for the cellular product are poor. There is no additional risk for the patient. (B)(6).